Event description:
Olympus (omsc) was informed that the customer high flow insufflation unit had an error that occurred. Unable to perform pneumoperitoneum. The problem occurred immediately after power supply. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus for service evaluation. The customer¿s reported issue was confirmed, unable to perform pneumoperitoneum. The problem occurred immediately after power supply. Additional information was requested from the customer regarding the details of the reported event and is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide addition details of the event and the legal manufacturer¿s investigation results. The customer further reported the device was inspected prior to use. The same device was used to complete the intended procedure. There was no extension of the procedure, and no adverse outcome was confirmed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. No repair history related to the reported phenomenon was confirmed. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. The most probable cause of the error occurred and unable of insufflation is due to failure of the main board. However, the cause of the main board failure is unknown. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.